Event description:
It was reported that the patient was admitted to the intensive care unit for a suspected perforation from the atrial lead. The lead exhibited low r-waves. A pericardial tap was performed for the pericardial effusion and the atrial lead was repositioned. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.